Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen gradually became dim and difficult to read in a brightly lit setting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/23/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen text appeared dim, faded, and discolored. Unrelated to the complaint, the battery compartment was observed to be cracked. The returned battery cap secured properly to the pump, and a power loss was not observed. No evidence of moisture ingress was found in the battery compartment. Additionally, the bolus button cover was found to have a hole in it. The bolus button responded properly to user presses.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.